Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent treatment for pelvic organ prolapse. Allegedly, the pt experienced pain, injury, and has undergone corrective surgery. According to the operating room nursing record, the pt underwent an anterior and posterior vault suspension and a cystoscopy procedure for a preoperative diagnosis of vaginal vault prolapse.

Manufacturer narrative:
(B)(4). MDR ref#: 9615742-2011-00139 (avaulta posterior system). Note: this report corresponds with bard's report # (B)(4) for an "avaulta anterior system".